Manufacturer narrative:
Additional information: d4 ¿ lot number; h4 ¿ device manufacturer date device evaluation: the suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed that the loop wire at the distal end of the electrode is broken and as a result, the roller part has come off the wire. This failure is a known error phenomenon and can be attributed to component failure caused by use-related wear and tear. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at the end of a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the roller part at the distal end of the hf-resection electrode broke off and fell into the patient's body cavity. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.